Event description:
A pixel issue on the pump display was reported by the caller, affecting the customer's ability to interact with the pump and read the screen. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.